Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 400 mg/dl. The customer had experienced high blood glucose levels all week, and changed the infusion set four times. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The mother later called to ask for a replacement insulin pump. The mother stated that the customer's blood glucose levels are fine when she is on manual injections, but they immediately elevate once she got back on the insulin pump. Nothing further was reported.